Event description:
The customer reported on (B)(6) 2014 at 8:29 pm he activated a new pod. At 12:10 pm the pod was deactivated. He then noticed the cannula looks bent in an "l" shape.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.